Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) deceased in 2009, between the hour of eleven and twelve. The pt was admitted to the emergency with bradycardia and heart failure which was the suspected cause of death. The pt died soon after admission. The death was unwitnessed. There is an allegation of premature battery depletion against this ICD. This ICD was in the battery status end of life (eol) with a monitoring voltage of 2.64 volts and charge time of 7.2 seconds. It is unk if the death is related to a malfunction of this ICD or not. This ICD was deactivated and is intended to be returned to boston scientific for analysis. Adverse pt effect was death.

Manufacturer narrative:
Should additional info becomes available, this event will be updated and resubmitted.